Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the perforator failed to disengage causing a cerebral contusion and needed further intervention to remove the device from the bone. It was reported that the product was used for a stamca (superficial temporal artery (sta)-middle cerebral artery (mca) bypass). The first hole was made as usual. However, the auto release did not work when the surgeon made the second hole. The product was supposed to have idled normally, but it penetrated the bone without idling. The patient suffered a cerebral contusion. It seemed that there was no step in the bone that should normally be made, and it was stuck deep into the bone to the blue plastic part. The surgeon pulled it out because it was stuck in the bone. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The catalog number has been updated to correct an error on a previous report. The device was returned for evaluation. Visual inspection found damage on the outer drill, as well as a missing label and wear on the sleeve. Functional testing was then performed per the test method. A series of holes were drilled without issue. The device functioned as intended. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the evaluation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.